Event description:
A pt reported experiencing inaccurate erratic results with a surestep endhanced meter. The pt's blood glucose results were 116mg/dl, 407mg/dl. Tests were done 10 minutes apart with a difference of 99%. Pt did not experience any adverse events. No further info has bee reported.